Manufacturer narrative:
Investigation summary: bd received five photos for investigation. The evaluation of the photos did not show evidence of underfill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
1 of 2 report it was reported by customer that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, (15) tubes due to no vacuum underfilled. No adverse impact was reported regarding the patient or use